Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: patient experienced an ameloblastoma recurrence in the mandible, the patient was implanted with a 2.0mm unilock plate with iliac crest bone graft on (B)(6) 2012. The patient has developed a fibrous union. The plate has not fractured but some of the screws have cut out anteriorly in the symphasis region. Patient is considering revision to distraction. This report is for unknown screws. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is unknown screws, quantity 2. Implant remains in the patient. (B)(4). Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.